Manufacturer narrative:
Per the customer, the vitamin b12 samples were from multiple different tube types from both inpatient and outpatient laboratories. Out patient samples are aliquoted and re-centrifuged at 3200 rpm for ten minutes. The customer also stated that the samples were normal in appearance and were all analyzed through the sample processing unit (spu) of the instrument. Per the customer, vitamin b12 qc was within the customer's established ranges prior to the event and out of range high after the event. Qc is performed three times per day; once per shift. Per the customer supplied documentation, a routine system check was performed on (B)(4) 2011 which passed within instrument specifications. The customer performs the special clean routine three times per day due to the high amount of vitamin b12 samples that are run. The customer resolved the issue by introducing a new reagent lot of vitamin b12 and has been monitoring the issue since; no problems to report to date. Service was not dispatched for this event as the customer is not questioning instrument performance at this time. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc (bci) in regards to obtaining higher than expected vitamin b12 results both above the normal reference range and within the normal reference range for twenty-seven (27) different patients that were generated by the unicel dxi 800 access immunoassay system. The erroneous results were reported out of the laboratory; however, subsequent testing produced lower results either in a different clinical category or outside of the precision claims of the assay for all the patients involved. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.